Event description:
Provider states caster wheels are broken, leg rests missing.

Manufacturer narrative:
The reason of this is on the assembly production lines some n.g. Productions have mixed to our finished productions. 1: infore quality control, avoid n.g productions mixing to good ones. Responsible person: ding (B)(4), date: (B)(4) 2015. 2: separate and isolate for special areas responsible person: (B)(4), date: (B)(4) 2015.